Event description:
It was reported that a spectrum iq pump under infused during an infusion of sodium ferric gluconate at the infusion center unit. The rate was set at 250cc an hour but it was noticed that only 50cc had infused after 30 minutes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the serial number is unknown. Therefore; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.